Event description:
It was reported that the core universal driver ran without user activation during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon visual examination, the sockets were found to be corroded and the safety bar was worn. Upon disassembly, the bearings and lower trigger shaft showed signs of repair.